Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the electrode was pulled out of cochlea during a middle ear surgery not described in detail. The recipient received a back-up implant within the same surgery. In addition, a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. This is a final report.

Event description:
During middle ear surgery the elecrode lead migrated; the surgeon used a backup implant. The reason for the surgery is unknown. Despite requested no further information was received.

Event description:
During middle ear surgery the elecrode lead migrated; the surgeon used a backup implant. The reason for the surgery is unknown.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.